Manufacturer narrative:
Analysis of suspect clamp finds: as reported, the head of the adjustment screw is damaged. However, the clamp had been cross threaded to the screw damaging the threads and locking up the clamp. Attempting to move the clamp has damaged the screw head. A new clamp was sent to the site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect part not returned to manufacturer for analysis.

Event description:
A medtronic representative reported a suretrak medium clamp screw head that was stripped. No further details of the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.